Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the lead exhibited noise oversensing causing pacing inhibition. No intervention was performed. The patient was stable in condition.

Event description:
New information received notes that the noise on the atrial lead was noted causing episodes of inappropriate automatic mode switch. No intervention was performed, patient was continued to be monitored. The patient was asymptomatic.

Event description:
Additional instance of oversensing noise was reported. Programming changes were recommended but not yet implemented. There were no patient consequences.